Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that calibration was not performed after experiencing inaccuracies, that the patient did not enter the bg meter values into the cgm device promptly, that the patient took medication(s) containing acetaminophen, and that that hands were not washed and dried prior to finger stick testing. No additional event or patient information is available. The receiver data log was reviewed on (B)(6) 2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. And: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Also: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Finally: preparing for calibration - your sensor depends on you to help make its sensor glucose readings accurate. If you don't prepare properly for the calibration, your sensor may not provide you with the most accurate sensor glucose readings. Eight steps to successful calibration: do: wash and dry your hands before staking a fingerstick measurement.